Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable as the device was not involved in the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implant date : (B)(6) 2019. Concomitant medical products: 42532006702 - tibia cemented 5 degree stemmed right size d - 64072867. 42500606202 - femur cemented posterior stabilized (ps) standard right size 7 - 64145745. 42557000114 - stem extension tapered cemented 14 mm diameter +30 mm length - 64178050. 42522600510 - e fixed bearing constrained posterior stabilized (cps) right 10 mm height use with tibia sizes c-d / ps femur sizes 6-9 - 63376326. 66022663 - palacos r + g (1x40) - 88354675. Report source: foreign country : canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2023-00059, 3007963827-2023-00060, 0001822565-2023-00800.

Event description:
It was reported that the patient underwent an initial knee surgery. Approximately 3.5 years later, the patient underwent the first stage of a revision due to implant failure. Both femoral and tibial components were loose after noted bone loss. No infection was found in the patient at this point, however, intraop samples have been sent to be evaluated. Attempts have been made and all available information has been provided.